Manufacturer narrative:
Visual examination found no malfunctions. Full analysis not needed.

Event description:
Related manufacturer's reference number: 2017865-2021-25204, related manufacturer's reference number: 2017865-2021-25205. It was reported the patient presented in the hospital with an infection. The patient's pacemaker, right atrial, and right ventricular were explanted. The patient was in stable condition.

Manufacturer narrative:
7/30/21 war ¿ supplemental correction report needed for conclusion code.